Manufacturer narrative:
Initial.

Event description:
It was reported that a patient had a low blood glucose event with a single cgm reading of 58, after which oral carbohydrates were taken including glucose tablets and cereal; cgm data showed a flat, in-range overnight trend with brief data dropouts surrounding the low reading, and the patient reported no symptoms, which was discussed as a possible compression artifact; the patient uses a g7 cgm, and there was an associated missed meal announcement complaint. Symptoms included hypoglycemia. Outcomes included no health consequences or impact and an unexpected medical intervention in the form of oral glucose administration. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and insufficient information was identified regarding a medical device problem or any device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.